Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported the patient's pump pocket dehisced and had a possible infection at the site. Surgical intervention was planned for an explant on (B)(6) 2018. Patient status was unknown. The issue was not resolved. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The pump explant was originally planned for (B)(6) and was removed on (B)(6). The status of the pump was unknown. No analysis was requested.